Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1686, awareness date 19-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2009. The consumer stated the insertion procedure was excruciatingly painful. She felt like she was going to be sick or pass out, it hurt so bad. It was worse than natural child birth (she had a young daughter). A month or two after the essure procedure she started getting really bad night sweats every night. It would soak the sheets and some mornings when she woke up her face, neck and chest would be really flushed and she would have a bad headache most of the day. It felt like her hormones might be out of whack or something. She mentioned this to her primary doctor and her gynecologist and neither could figure why it was happening because it was not premenopausal. She started experiencing more strange symptoms like the bottoms of her feet being so sore after a shopping trip she could hardly stand on them. It felt like she was walking on bruises and her feet and toes would tingle (she found out later it was chronic inflammation from the pet fibers). She would sleep all night but never felt rested; she yawned all day long. Her primary doctor had her do a sleep study and it was completely normal. All blood work came back normal other than low b12 and vitamin d (she would have to take supplements from now on just to keep her levels normal). She started having extreme muscle pain. Her arms and shoulders would hurt so badly. She was gradually losing her short term memory and concentration. It started affecting her current job (and it still was); she just made herself get up and go to work. She went to a rheumatologist and a neurologist and had a magnetic resonance imaging (MRI) and a nerve test. All came back normal. Finally, since no one could find anything wrong with her, all the specialists said it was probably fibromyalgia because they could not find any other diagnosis. She was prescribed nortriptyline and tramadol to take the edge off the muscle pain, which did not help. Her normal blood pressure went suddenly into prehypertension and then out of nowhere she also had sudden weight gain. After tracking her monthly ovulation and pain cycles, she finally connected it to the essure. She ran all of this by her new gynecologist who felt that essure could be the cause and agreed to do a hysterectomy. So in (B)(6) 2014 she was essure free. She felt so much better after the hysterectomy and ninety percent of the symptoms were gone. However, she was still left with high blood pressure, pre-diabetes, low vitamin levels, on and off chronic inflammation, and psoriasis on her face neck and inner ear. Her cognitive memory was diminishing. Her life had been forever altered by essure. She had been violated by this medical device in every possible way and had to undergo a major surgery that she should not have had to go through. Follow-up received on 07-nov-2015: ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se the technical assessment concluded unconfirmed quality defect. Based on the available information. There is no relationship between the reported medical event(s) and a quality defect. Company causality comment this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and underwent a hysterectomy. The reported event was considered serious, due to medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, there is no clear information regarding the reason for the planned procedure. However, as the procedure is planned due to essure problems and no follow-up will be possible; company considers a causal relationship between the reported event and essure therapy cannot be excluded and due to the planned surgical intervention, this case was considered an incident. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.